Event description:
The consumer reported that he had two devices now. The patient had a device from a second manufacturer placed to cover a different area and it also covered the area the manufacturer¿s device covered. The patient didn¿t need the manufacturer¿s device and wanted someone to schedule the removal of it. When asked if there was something wrong with the device it was clarified that the manufacturer¿s device was working fine. The patient explained that he had lupus nephritis which ¿is basically kidney problems¿ and removing the manufacture¿s device would give him more kidney function. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.